Event description:
It was reported that during a right hemi colectomy procedure, as soon as the surgeon placed her hand into the device, the seal tore. Another device was used to complete the case with no pt consequences.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.